Event description:
Edwards received notification that the balloon of an intraclude device burst at the end of the procedure. There was no impact to the patient who was noted as to be doing well.

Manufacturer narrative:
The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. The device was not returned for evaluation, as it is unavailable. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The root cause of this event remains indeterminable.